Event description:
Patient was taken to the o.r for acute gastrointestinal hemorrhage. Laparotomy with vessel ligated. The hemorrhage is believed to be caused by the stent rubbing on a blood vessel, which is a new finding with this stent.